Event description:
The initial reporter stated that controls were outside of range for multiple test parameters on the cobas 6000 e601 module. The customer repeated samples that were run around the time the controls were tested. Four patient samples had discrepant results for elecsys probnp ii. The first sample initially resulted in a probnp value of 712 pg/ml and it repeated as 4273 pg/ml. The second sample initially resulted in a probnp value of 104.3 pg/ml and it repeated as 676.9 pg/ml. The third sample initially resulted in a probnp value of < 36 pg/ml and it repeated as 168.5 pg/ml. The fourth sample initially resulted in a probnp value of < 36 pg/ml and it repeated as 106.5 pg/ml. The repeat values were deemed correct.

Manufacturer narrative:
The probnp reagent lot number was 72243101, with an expiration date of 31-aug-2024. The field service engineer determined that a valve was worn and replaced it. The customer declined to provide quality control information, so it is unknown if controls were acceptable prior to the event. The investigation determined the service actions resolved the issue.